Event description:
It was reported that customer experienced no delivery alarm and had high blood glucose. Customer stated that no delivery alarmed 1st occurred with blood glucose of 420 mg/dl and second incident patient's blood glucose was 550 mg/dl. Customer stated that the alarm was resolved by changing the infusion set. No troubleshooting done therefore unable to determine the cause of no delivery alarm. The customer will return the infusions et and reservoir for analysis and advised customer to call back when issue persists. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.